Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. A full generator and filament calibration was also performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of the system kept getting communication failures. Fse determined the cause of the problem to be a faulty x-ray tube which was leaking oil and arcing which caused the system to lock up with communication failures. The tube heats and cools through use, causing swelling of the hv connectors which over time may damage the high voltage receptacles causing cooling oil to leak from tube. This damaged connection can also cause arcing. Fse replaced the faulty x-ray tube to resolve the issue (and performed the calibrations which are part of a tube installation). Based on the age of this system (manufactured in january 2009), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.